Event description:
Product complication: none. Time of complication: 24-hours post-procedure, procedure date 2005. Symptoms: decreased vision, retinal hemorrhage with exudates, arterial disc infarction. It was reported that the pt experienced a right eye stroke. The pt had decreased vision 24-hours post-procedure resulting in prolonged hospitalization. Examination on the 3rd day the pt's visual acuity was 20/100 right eye with three small patches of retinal hemorrhage with exudates, found in discontiguous locations. The visual field showed an acute scotoma superior right, consistent with a small arterial disc infarct. In about 2 weeks later the pt's visual acuity was 20/25 right eye with improved visual field to nearly normal. Exam showed similar areas of small excudates and hemorrhages, which is expected to resolve over the next one to three months. The pt's recovery was complicated by a groin hematoma. Some bruising in the groin was observed after the routine wait, which resolved with rest. No additional information was available.